Event description:
Additional information was received. The nurse was believed to have been instructed to ensure the impella white cable was seated all the way in the automated impella controller (aic) during the error. It is unknown as to what the solution to the issue was or it there was a spontaneous resolution without any intervention. The controller error was not witnessed on the vm aic after the patient was transferred or during the rest of the time the impella cp was implanted. The impella cp is not available to be returned.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The automated impella controller (aic) had yellow controller error alarm. Motor current waveform visible, motor spinning and pump flows displayed, but placement signal missing during error alarm. Spontaneous resolution of alarm/controller error with placement signal visible again.

Manufacturer narrative:
Patient's race and ethnicity is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.